Event description:
It was reported that the patient's ventricular lead had a lead warning for low impedance causing the lead to switch to unipolar. The lead was switched back to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.